Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-33-ambient temperature out of operating range test strips UDI# (b)(4. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-1 error code accompanied by symptom. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of shakiness and dizziness however customer does not wish to seek medical attention. Medical attention is not reported as a result of the actual symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-1 using true metrix meter. The test strip lot manufacturer's expiration date is 07/29/2019 and open vial date is date. The meter memory was not reviewed for previous test result history.